Event description:
Surgeon attempted to implant a lens. The lens haptic bent prior to insertion into the eye. No pt contact. It was unk what cause the bent haptic. The injector model that was used msi-tm and the cartridge model that was aq cartridge fp. The facility was unable to provide lot numbers.